Event description:
It was reported to philips that the therapy table was disabled. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy connector. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy connector. The therapy connector was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.